Event description:
It was reported the patient has not been getting much help from their stimulation and they have only been on program 1. The patient was advised about switching to program 2, which the patient was unaware of; however, the patient is currently recovering from a car accident. They went to the emergency department for the accident but was never admitted. The patient received a cat scan, and it showed a slight concussion. The patient is now receiving physical therapy. The patient was prescribed a muscle relaxer and an anxiety medication. The patient has pain in their head, neck, and middle of their back. The patient does not remember anything due to the impact. The therapy support specialist (tss) spoke followed up with the patient. The patient is recovering from the accident and not as sore as before. The tss assisted the patient with switching programs and the tss will follow up again to see how the patient will do on that program. More adjustments were made, and the patient will follow up. The tss has not heard back from the patient regarding updates on their therapy.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient has not been getting much help from their stimulation and they have only been on program 1. The patient was advised about switching to program 2, which the patient was unaware of; however, the patient is currently recovering from a car accident. They went to the emergency department for the accident but was never admitted. The patient received a cat scan, and it showed a slight concussion. The patient is now receiving physical therapy. The patient was prescribed a muscle relaxer and an anxiety medication. The patient has pain in their head, neck, and middle of their back. The patient does not remember anything due to the impact. The therapy support specialist (tss) spoke followed up with the patient. The patient is recovering from the accident and not as sore as before. The tss assisted the patient with switching programs and the tss will follow up again to see how the patient will do on that program. More adjustments were made, and the patient will follow up. The tss has not heard back from the patient regarding updates on their therapy.

Event description:
It was reported the patient has not been getting much help from their stimulation and they have only been on program 1. The patient was advised about switching to program 2, which the patient was unaware of; however, the patient is currently recovering from a car accident. They went to the emergency department for the accident but was never admitted. The patient received a cat scan, and it showed a slight concussion. The patient is now receiving physical therapy. The patient was prescribed a muscle relaxer and an anxiety medication. The patient has pain in their head, neck, and middle of their back. The patient does not remember anything due to the impact. The therapy support specialist (tss) spoke followed up with the patient. The patient is recovering from the accident and not as sore as before. The tss assisted the patient with switching programs and the tss will follow up again to see how the patient will do on that program.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number:(B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: ((B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition. Correction: block h6: evaluation conclusion codes.

Event description:
It was reported the patient has not been getting much help from their stimulation and they have only been on program 1. The patient was advised about switching to program 2, which the patient was unaware of; however, the patient is currently recovering from a car accident. They went to the emergency department for the accident but was never admitted. The patient received a cat scan, and it showed a slight concussion. The patient is now receiving physical therapy. The patient was prescribed a muscle relaxer and an anxiety medication. The patient has pain in their head, neck, and middle of their back. The patient does not remember anything due to the impact. The therapy support specialist (tss) spoke followed up with the patient. The patient is recovering from the accident and not as sore as before. The tss assisted the patient with switching programs and the tss will follow up again to see how the patient will do on that program. More adjustments were made, and the patient will follow up. The tss has not heard back from the patient regarding updates on their therapy.